Manufacturer narrative:
Investigation ¿ evaluation a review of the complaint history, device history record, instructions for use (IFU), quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were two other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation

Event description:
International customer reported that a cook total parenteral nutrition (tpn) double lumen catheter was implanted into a patient on (B)(6) 2016. The extension tubing of the catheter reportedly fractured on (B)(6) 2017. (1820334-2017-00680) the conditions and circumstances surrounding the event are not known. A kit was obtained to repair the device; the repair kit did not appear to be the proper size for the needed repair. (1820334-2017-00772) a second repair kit was obtained and the catheter successfully repaired. The repaired catheter then fractured several hours later and was subsequently explanted and replaced with a new tpn catheter (1820334-2017-00772) on (B)(6) 2017. No further event or patient information was provided. The device that is the subject of this report is reportedly available for evaluation, however it has not been received by the manufacturer as of the date of this report. This is one of three separate reports being submitted as three events were reported. See MDR numbers 1820334-2017-00680, 1820334-2017-00771 and 1820334-2017-00772 for all associated events. The same patient is involved in all events.